Manufacturer narrative:
To date, this lead has not been removed from service. The patient is not dependent on lv pacing. The investigation is now considered closed. If new information becomes available, this report will be further evaluated and updated.

Event description:
Boston scientific received information that this transvenous left ventricular (lv) lead had been recently implanted and then became dislodged. This issue was determined by chest x-ray. There was no report of adverse patient symptom.